Event description:
The pt, a type ii diabetic on daily insulin injections, reported inaccurately low blood glucose readings with strips lot 1h512a. Approx one week ago, the pt performed a blood glucose test with strips lot 1h512a and obtained a blood glucose result of 60 mg/dl. Twenty minutes later , he went to his physician's office for a routine check up and a venous blood glucose sample was drawn. Because he questioned the 60 mg/dl reading with strips, the pt performed a blood glucose test with a new box of strips 1a609a, code 8, exp 8/97. Twenty mintes after the venous sample was drawn. He obtained a blood gluclose result of 140 mg/dl. When he rec'd his venous blood glucose result of 160 mg/dl, he called customer support line. With the rep the pt obtained a blood glucose result of 93 mg/dl with lot 1h512a and a result of 161 mg/dl with lot 1a609a. The desiccant is in both bottles of test strips.the pt's meter was set to the appropriate code when all tests were performed. With the rep, the pt obtained a normal control solution result of 161 mg/dl with lot 1a609a which is within the normal control solution range of 117-175 mg/dl. He was unwilling to perform a normal control solution test with lot 1h512a because "they are bad". Also with the rep, a check strip test was performed and the result was 82 versus a check strip range of 72-96. The pt will return lot 1h512a to co for eval.